Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. No product was returned for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review determined that no actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the blade broke upon screw insertion. All parts were removed from the patient. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.